Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicates the customer had issues with the communication between the transmitter and the insulin pump. The customer was advised to go to the menu of the pump and check if the ID was linked in the pump. The customer stated the options on the menu were not available, they were grayed out and she could not do anything on the pump. The customer checked if a bolus was passing or if the pump was in airplane mode and neither were the case. The customer was advised to remove the battery and press and hold the back button. The customer stated the pump did not turn on again when she reinserted the battery. The customer checked the battery cap and it did not show any visible damage. No harm to the customer requiring medical intervention reported. The insulin pump will be returned for analysis.